Event description:
Dr. Had initial reaction in february. Has occurred since in increasing frequency. Pts called office appointment complaining of tingling in corners of mouth and rash around the mouth. There was no similarity in procedures, all eval tips were disposable, no topicals were involved in procedures. Pts had complained of taste of the glove.